Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: post operatively, the patient had a stitch abscess / scarring (redness and irritation). The patient recovered. No additional information available at this time.